Event description:
It was reported that the plastic connector on the administration set is getting stuck and breaking off where the manifold connects to the tubing when the nurse tries to remove the manifold to change to a regular IV set. In this instance, the nurse stated that she did not use hemostats to take it apart and that the connector bent and broke when she attempted to untwist it. No leaking was reported. There was no reported pt harm or medical intervention. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The set has been received and it was noted that the stopcock was missing. An evaluation is pending. A follow up report will be submitted once the evaluation is complete.